Event description:
Reportedly, a long thrombus appeared after air detector at two different patients.

Manufacturer narrative:
Edwards received two complaints regarding a broken flexible clutch on the citrate motor shaft of the aquarius citrate machine (model rca gef09500). Our investigation into these two complaints has determined that the flexible clutch, that is present in both pumps (citrate and calcium), may break causing a transmission problem between the motor and the pump. If a pump does not work as expected, the citrate / calcium infusion will not correspond to the treatment parameters determined for the patient. This generates a scale alarm (detection +/- 2g) «clamp on citrate / calcium line». In a worst-case scenario, if the citrate/calcium pump is not running and the ¿clamp on citrate / calcium line¿ alarm is overridden, the potential consequences for the patient, although unlikely, could be hypercalcaemia and/or hypocalcaemia and/or external blood circuit clotting.